Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned plate noted the plate has fractured into 2 pieces and all the pieces were returned. Inspection also found wear marks and nicks and light gauges. The fractured plate was sent to scanning electron microscopy (sem) for additional evaluation. The fracture surfaces have significant post-fracture damage. Two possible crack initiation sites are identified. Fracture surface artifacts suggest overload failure. X-ray fluorescence spectroscopy (xrf) analysis found the plate material to be consistent with nitronic 50 stainless steel alloy, which has overlapping composition requirements with 22cr-13ni-5mn stainless steel. The chemical composition is consistent with zes 2a-54f, conforming to specifications. The review of the provided x-rays noted the following - overall fit and alignment of the implants is appropriate initially but the tibial plate fractures at the level of the transverse fracture. Normal bone quality. No signs of corrosion, osteolysis, loosening, radiolucency, wear. No contribute factors are seen besides poor fracture healing. Further it was stated by the patient that minor exercises were performed before locking plate was broken. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00235903036, 3.5 mm cannulated locking screw 30 mm length, 64024458. 00235903536, 3.5 mm cannulated locking screw 35 mm length, 64078002. 00235902435, 3.5 mm cannulated locking screw 24 mm length, 63760954. 00235902035, 3.5 mm cannulated locking screw 20 mm length, 63628254. 00234702022, cortical bone screw selftapping hex head 3.5 mm, 63477978. Report source: foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right leg procedure. Patient suffered from fracture of locking plate. Hence, revision surgery was performed to remove the broken implant. No additional patient consequences were reported.